Event description:
The facility representative reported a pump in which "the batteries are hot and unit began to smoke". This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.